Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family member reported via phone call that the keypad was sticking and is not working properly. Customer's blood glucose level was 142 mg/dl at the time of incident. Customer stated that the paper icon button was unresponsive. Customer stated the issues frequency was 3 days out of a week. Customer stated the button was unresponsive during an easy bolus attempt. The insulin pump will be returned for analysis.